Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control advised the customer to remove the device from service, as the device is not field serviceable and no longer under warranty. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.